Event description:
It was reported that, "aseptic loosening."

Manufacturer narrative:
The exact cause of the event could not be determined because, pt medical records/history was not provided for evaluation. An evaluation of the reported device cannot be performed as the device is anticipated but not received yet. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.